Event description:
Pt had an inferior vena cava filter implanted that was noted to be in good infrarenal position. Seventeen days later, the filter was no longer needed and the pt was brought to interventional radiology for retrieval. A guidewire was advanced in the inferior vena cava under fluoroscopic guidance. A sheath was advanced over the wire into the distal inferior vena cava and inferior venacavogram was performed. An ensnare was then introduced. Multiple attempts were made to secure the hook on the superior aspect of the filter which were initially unsuccessful. Under fluoroscopic guidance, the snare was advanced just distal to the hook in an attempt to withdraw it onto the hook of the filter. However, it became entangled with one of the sidearms of the filter. The snare catheter was then advanced over the snare and the snare advanced. However, despite multiple attempts the snare could not be dislodged from the sidearm of the filter. During the course of trying to extract the snare from the sidearm of the filter, it became displaced laterally. Next, a femoral approach to secure the hook was also unsuccessful. In addition, the snare from the right internal jugular vein access could not be dislodged from the sidearm of the filter. After all reasonable attempts were made, it was determined the pt should go to the operating room for removal of the inferior vena cava filter and the entangled snare. Consent was obtained after discussion with pt and spouse. The device removal was successful and postoperatively the pt was stable and had no immediate complications.

Manufacturer narrative:
Catalog#: igtcfs-65-fem-celect-perm, exp date: 01/31/2011. Investigation still in progress -awaiting product.